Manufacturer narrative:
The fabius gs device log was available for investigation. The service is done by the hospital so that the device was not inspected on-site. The analysis of the device log shows that on the date of the reported event (B)(6) 2016 two entries were found which could have led to the reported stop of ventilation. The first is an excessive piston motor current and the second is a drop of the motor supply voltage. As no device inspection could be performed the exact root cause could not be determined. The fabius gs premium reacted as specified for the detected situations with an autonomous shutdown of the ventilator and alarmed audible and visible for "ventilator fail". In this case the user can switch to manual ventilation. Monitoring is still functional. The customer will be informed about the investigation results and will obtain recommendations for on-site tests and required repair instructions.

Event description:
It was reported that the ventilator stopped during use on a patient. The patient was ventilated manually. No patient injury reported.